Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), two sets of electrode pads needed to be replaced during chest compressions, causing unnecessary delays in delivering therapy. Complainant indicated that the clinician obtained a set of paddles to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The actual propadz electrodes from the event were not available for evaluation. Instead, electrodes from retained samples of the same lot number 4121c were investigated. Evaluation of the electrodes did not reveal any irregularities that would have contributed to the reported event. Review of the photo provided does show the gel not attached to the pad/conductive plate itself. However, this was after use on the patient. There is a significant amount of creasing visible along the conductive plate, which suggests that CPR was performed whilst pressing on the pads themselves. The product labeling specifically warns the users not to conduct chest compressions through the pads, as damage to the pads can occur. Without receipt of the pads or a log from the device utilized with the pads, a detailed investigation could not be conducted to determine the circumstances that led to the gel separation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), two sets of electrode pads needed to be replaced during chest compressions, causing unnecessary delays in delivering therapy. Complainant indicated that the clinician obtained a set of paddles to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.